Event description:
Recurring incontinence in pt. "There was a screw that was not seated properly, not giving enough compression." The sling was removed and replaced with the same sling type. The screw was left in place.